Event description:
The healthcare professional reported right side "snow stormy appearance", "a thin liquid border located adjacent to the right breast", and the "presence of silicone in the lymph nodes" confirmed via ultrasound. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, migration and rupture.

Event description:
Healthcare professional reported, right side rupture. "A thin liquid border located adjacent to the right breast". And the "presence of silicone in the lymph nodes" via echography. The device remains implanted.